Event description:
Valve on cook zenith endovascular sheath failed and patient lost blood after sheath was removed. Required administration of prbcs.

Event description:
It was reported that the patient presented to the clinic with an eri alert. The device has been implanted for 7 months. A longevity calculation indicated early battery depletion. The device was explanted.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. The device was found to be outside of the normal longevity performance. During the device's subassembly investigation, a high current drain was observed due to a discrepant integrated circuit. The anomaly caused the observed premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.